Event description:
It was reported that pump screen was dark and would not turn on, and caller was unable to power pump back on despite multiple attempts. There was no adverse impact to the customer's blood glucose level. Customer followed instructions from technical support to try different button presses and to connect pump to working power source, but pump still did not turn on, so technical support arranged replacement pump under warranty, instructed customer to use multiple daily injections as backup insulin therapy, to place malfunctioning pump in storage mode before returning it with a prepaid label, and to reprogram pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.